Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent an anterior cervical decompressive diskectomy, arthorodesis at c4-c5 anteriorly following a motor vehicle accident. A previously placed plate at c3-4 was removed, and rhbmp-2/acs and an interbody device were implanted. Initially, the surgical results were positive, but on the next morning the patient developed a hematoma that required evacuation and drainage. Hospitalization was required.